Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2019 the patient was admitted with elevated markers of hemolysis and was hemodynamically unstable. The patient was connected to ECMO and fully investigated. An echocardiogram (echo) showed a dilated left ventricle with a regular ao opening. A computed tomography (CT) angio did not show any significant findings. Angiography on (B)(6) 2019 showed a twist at the proximal part of the outflow graft. There was suspicion of a thrombus formation near the twist. Intravenous (IV) heparin was started and on (B)(6) 2019 the patient underwent a heart transplant.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate 3 lvas confirmed the report of outflow graft twisting, which could have contributed to the observed low flow alarms in the log files. The evaluation did not confirm the report of a suspected thrombus in the proximal part of the outflow graft. A direct correlation between the device and the reported hemolysis could not conclusively be established through this evaluation. Lastly, an analysis of the lvad log file revealed two events of the pump resetting due to a total loss of power to the pump. The pump was returned assembled with the pump cable severed approximately 9" from the pump. The distal portion of the pump cable was not returned. The modular cable was not returned. The sealed outflow graft was returned properly attached to the pump cover outlet port with the bend relief properly engaged. The apical cuff was returned secured with the fully engaged cuff lock. The pump appears to have been exposed to a fixative (e.g. Formaldehyde) post-explant. Examination of the outflow graft revealed an approximately 180 degree clockwise twist in the outflow graft adjacent to the graft attachment. In addition, tissue accumulation was observed on part of the twist, suggesting that the graft may have been twisted for an undetermined period of time while the heartmate 3 lvas was supporting the patient. Although a duration of time for which a twist was present could not be determined through this evaluation, it could have contributed to the low flow alarms that were confirmed through the log files. Upon disassembly of the returned pump, examination of the textured blood-contacting surface of the inflow cannula revealed a very thin layer of white tissue-like ingrowth adhered along the proximal edge. The ingrowth was well adhered to the textured blood-contacting surface and did not appear to obstruct flow. Further examination of the remaining blood-contacting surfaces revealed no additional developed or adhered depositions or thrombus formations. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The pump was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. Corrective action has been taken to further investigate sealed outflow graft kinks/twists. The relevant sections of the device history records (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2015. The heartmate 3 lvas IFU lists thromboembolism and hemolysis as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This document contains information regarding the recommended anticoagulation therapy and inr range. This IFU contains information on preparing the sealed outflow graft and cautions the user not to rotate/twist the graft. The IFU instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This document also states that the low flow hazard alarm will be triggered when pump flow is less than 2.5lpm and explains that changes in patient conditions can result in low flow. Additionally, the IFU and patient handbook explain the battery charge level, fuel gauge display, and all visual and audible alarms. Instructions for exchanging batteries and switching power sources are also provided. Additionally, these documents explain that heartmate 3 patients must be attached to the power module or mpu during sleep or any time when sleep is likely. It is also noted that depleting the batteries and the backup battery will cause the pump to stop. No further information was provided. The manufacturer is closing the file on this event.